Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported type iiia endoleak (aortic) with complete component separation was confirmed. Additionally, there was evidence to reasonably suggest sac growth of 20mm occurred that was not included in the event as reported. The type iiia endoleak is most likely anatomy related as the pre computerized tomography scan showed an infrarenal neck of 51 degrees, by 48 months post implant the aorta became dual angled at 121 and 61 degrees respectively, demonstrating aortic remodeling likely contributed to this event. The sac growth was due to the type iiia endoleak. Procedure related harms for this complaint could not be determined. The final patient status was reported to be well following a secondary endovascular procedure. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device remains implanted; therefore, no device evaluation was completed. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply. Corrections: b5: describe event or problem ¿ updated. H6: result code ¿ remove 3223. H6: conclusion code ¿ remove 11.

Event description:
The patient was initially implanted with an afx bifurcated stent graft and a vela suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Four (4) years post initial procedure, a type 3a endoleak was identified. An intervention was completed. The physician elected to reline the original implanted devices with an afx2 bifurcated stent graft, a vela suprarenal, and a vela infrarenal stent graft extension to resolve this event. The patient did well. Subsequent to the initial report, clinical assessment determined there was evidence to reasonably suggest sac growth of 20mm occurred that was not included in the event as reported. Additionally, the type 3a endoleak included complete component separation.

Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply. Device remains implanted in patent.

Event description:
The patient was initially implanted with an afx bifurcated stent graft and a vela suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Four (4) years post initial procedure, a type 3a endoleak was identified. An intervention was completed. The physician elected to reline the original implanted devices with an afx2 bifurcated stent graft, a vela suprarenal, and a vela infrarenal stent graft extension to resolve this event. The patient did well.